Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that at maximum angulation, the videoscope exhibited water-like streaks in the image during inspection for use. It was also observed that during the device evaluation, due to damage on the charge coupled device (ccd) unit, the image disappeared during angulation in the upward and downward directions. There were no reports of patient harm.